Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D234trk implantable cardioverter defibrillator (ICD) 2009-(B)(6), this device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with sepsis requiring antibiotic treatment. Blood cultures were positive for (B)(6) and despite antibiotic treatment the patient continued to test positive for (B)(6). The source of the infection is not known. The implantable cardioverter defibrillator (ICD) system was removed and large pockets of pus were found adjacent to the leads. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.